Manufacturer narrative:
Successfully downloaded history files and traces using thump software. The pump passed the displacement test, active current test and self test. Pump failed with high sleep current test due to pcba 1. No unexpected battery noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated unexpected voltage drops on the backup vcc voltage below 3.1 v threshold. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using the adapt tool, it recorded pump error 49, 68, 23 and 24. Pump error 49 occurred sixteen times on (B)(6)2024 from 14:17:03 hour until 14:57:31 hour. Pump error 68 occurred nine times on (B)(6)2024 from 14:17:03 hour until 14:57:31 hour. Pump error 23 occurred seven times on (B)(6)2024 from 14:17:35 hour until 14:55:01 hour. Pump error 24 occurred on (B)(6)2024 three times from 13:44:00 hour until 13:58:00 hour. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No physical evidence or moisture damage on the electronic assembly, motor, or force sensor was found. A test component was used to swap the pcb boards, and when the pcba 1 was swapped, the pump sleep current returned to normal. Swapping out test boards confirms high sleep running current. Isolated to pcba 1. Unit also received with cracked keypad overlay, label damage (stained) and scratched case. In conclusion, customer concerns for pump error 68, pump error 49 and pump error 23 were not observed during analysis. Pump error 24 was confirmed on the power management graph due to the backup vcc voltage dropped below 3.1 v threshold. However, unexpected battery power loss confirmed due to high sleep current. Problem isolated to pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68, pump error 49, pump error 23. The customer reported no adverse event. The troubleshooting was performed. The event involved product(s) mmt-1885. Customer reported critical pump error 24. Pump screen turned off after resetting pump by removing battery and holding back button for 20 seconds no harm requiring medical intervention was reported. Product return status for mmt-1885 is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The insulin pump will be returned for analysis.